Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested, but not yet available.

Event description:
Related manufacturer reference number: 2017865-2019-05988. Related manufacturer reference number: 2017865-2019-05989. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown.

Manufacturer narrative:
A partial lead was returned in three pieces measuring 4.0cm from the connector pin, 3.8cm of the superior vena cava shock connector and 3.5cm of the right ventricular shock connector. The damage found was consistent with procedural damage. The lead was otherwise normal.